Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 53 mg/dl. Customer stated that the meter was not communicating with her insulin pump. Customer stated that she bloused for lunch but did not eat the complete meal and her blood glucose level was on the way backup. Customer stated that the meter was alarmed. Customer was assisted in connecting and meter was sending the reading to the insulin pump. The insulin pump will not be returned for analysis.